Event description:
It was reported that the device had logged two error codes on multiple occasions that indicated a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure was not duplicated. The board passed the pacer and defibrillation functions properly. Further root cause of the reported failure was not determined.